Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implant entry site has become infected. The leadless implantable pulse generator (ipg) device remains in use. No further patient complications have been reported as a result of this event.